Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot# 30360611l, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent non-ischemic ventricular tachycardia (non-isvt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Following a premature ventricular contraction (pvc) procedure with mapping performed in both ventricles, it was revealed that patient developed post-op fluid in the pericardium. Pericardiocentesis was performed and 800ml were drained. At the time of alert patient was stable. This event was discovered post use of biosense webster products during mapping in the right ventricle. The patient complained of chest pain. Graph, dashboard, vector and visitag were used for force visualization. The visitag stability settings were 5mm for 3s, respiratory adjustment on, force over time 25% 3g. Time was used for color option. Transseptal was not performed. No ablation was performed prior to noting the effusion. There was no evidence of steam pop. The irrigation settings were as prescribed (over 30w- 17ml; below 30w- 8ml). No errors were observed on biosense webster equipment during the procedure. The physician¿s opinion is that he cause of the event was procedure. The patient¿s condition is fully recovered. The patient¿s condition required extended hospitalization for 3 days for observation.